Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tubes are having issues with label lifts. The following information was provided by the initial reporter: customer called in to report that their site is having issues with label lifting. She provided three material number and one lot number, she asked for replacement case. She is a buyer and received the complaint yesterday from the hospital, she states the issue has been ongoing.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the tubes are having issues with label lifts. The following information was provided by the initial reporter: customer called in to report that their site is having issues with label lifting. She provided three material number and one lot number, she asked for replacement case. She is a buyer and received the complaint yesterday from the hospital, she states the issue has been ongoing.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.